Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pn 32 g 4 mm 5b xtw easyflow la clogged. The following information was provided by the initial reporter: "customer reports: "I purchased a 0.04 mm box and for each 10, 6 or 7 are clogged (my box still has 70 needles) but I am already stressed". Additional information: she informed that she has been using bd needles for many years and that in the last lot purchased more than 20 needles came clogged, does the flow test and the liquid does not come out, apparently they are normal, mentions that it was the first time he had problems with the bd needle yesterday went to make insulin and was stressed because 6 needles were clogged, almost failed to make the application mentioned the patient."

Event description:
It was reported that pn 32g 4mm 5b xtw easyflow la clogged. The following information was provided by the initial reporter: "customer reports: "I purchased a 0.04mm box and for each 10, 6 or 7 are clogged (my box still has 70 needles) but I am already stressed". Additional information: she informed that she has been using bd needles for many years and that in the last lot purchased more than 20 needles came clogged, does the flow test and the liquid does not come out, apparently they are normal, mentions that it was the first time he had problems with the bd needle yesterday went to make insulin and was stressed because 6 needles were clogged, almost failed to make the application mentioned the patient."

Manufacturer narrative:
Investigation: customer returned photos of 4mm, 32g pen needles with the shelf carton from lot # 9106722. Customer states that liquid does not come out during the flow test. The attached photos were examined and it is difficult to determine if the samples are clogged or cannot expel insulin properly solely from the attached photos. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.